Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The customer received remote troubleshooting assistance from product support via phone. Customer replaced the data acquisition (da) printed circuit assembly (pcba) to resolve the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing preventative maintenance performance verification testing high pressure leak test. There was no patient involvement.